Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. Only the carrier tube assembly was returned with the header bag. The bypass tube and polyfoil pouch were not returned. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and the collagen appeared swollen. The bypass tube was not at its manufacturing position and was not returned. There was no damage or deformation noted on the carrier tube assembly. The deployment sleeve of the device was in forward lock position. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the angio-seal was deformed, and the collagen was missing. After receiving the device from the hospital, it was found that the bypass tube was missing but the collagen is in the carrier tube. Additional information was received on 17september2020: only issue being reported is the missing bypass tube. This issue was discovered during preparation with the patient present. Confirmation was confirmed once the return sample was returned that there was no damage to the tip. The damage to the tip that was mentioned in the original description was the mold of the carrier tube assembly. The procedure was completed with another angio-seal. The procedure was a paod (peripheral artery disease) treatment using a 6fr procedural sheath. There was a pre-deployment angiogram performed before using the angio-seal, the physician deployed angiogram and confirmed that puncture site complies with IFU regulations. The patient was in good condition.